Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Disease progression and angulation of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx three years ago. Aneurysm and vessel morphology at the time of implant are unk. Currently the aortic neck is severely angulated. There was no proximal movement of the stent graft as the physician stated that the stent graft was initially implanted approx one cm below the renal arteries; however, there is a type I endoleak due to disease progression and angulation of the aortic neck. Two 32 mm diameter endurant aortic cuffs were implanted and the endoleak was resolved. No further info was provided and no add'l clinical sequelae were reported.